Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a low sensing value was observed on the atrial lead. An x-ray examination indicated the atrial lead dislodged. The lead was explanted and replaced. The patient was stable.